Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 1239 mg/dl at the time of the incident and the current blood glucose of the patient was 443 mg/dl. Customer stated the other blood glucose value was over 500 mg/dl. The customer was treated with insulin pump. Customer did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly, over delivery anomaly or displacement anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).